Event description:
During the procedure, it was reported that the pipeline was deployed successful distally, but the physician was unable to push the rest out of the catheter as it got stuck. The physician was able to release the pipeline after several attempts by maneuvering the pusher. The patient then developed an intra-device thrombosis which caused the pipeline and vessel to close. It was reported the patient had a light ischemic stroke with a hand hemiparesis that has partially recovered.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).